Manufacturer narrative:
Evaluation - device evaluations of monitor battery pack and battery charger are currently underway. The reported problem "monitor screen blank" was confirmed. Preliminary evaluations have found a blown f1 fuse in battery packs. Battery pack has a damaged connector. Monitor will not power up, likely due to excessive current draw on the computer/analog pca. Battery charger operates according to specifications. Failure investigations of the related equipment will continue to determine root cause. No adverse event resulted from the faulty monitor and battery packs. The pt received replacement equipment. Device manufacture dates: monitor: 09/2005. Battery pack: 08/2003. Battery pack: 10/2004. Battery pack: 05/2006. Battery charger: 03/2006.

Event description:
The daughter of a female pt called lifecor customer support to report that her mother's monitor screen was blank. She tried the other battery pack and was still getting a blank monitor screen. Both battery packs then showed a battery fault when placed in the charger. A new monitor, 2 battery packs and a charger were provided. During a follow-up call 3 days later, the daughter reported one of the replacement battery packs did not work when placed in the monitor (monitor screen was blank). Another replacement battery was provided. A follow-up call later the same day confirmed the device was operating properly.